Event description:
A customer contacted baxter's technical service center regarding a check supply line alarm that appeared on the homechoice (hc) display during dwell 5. The home patient (hp) was connected. The technical service representative (tsr) explained the alarm. The care giver (cg) stated that she unhooked the purple bag which was on the supply line and switched it to the final line. The tsr explained they shouldn't do that and ended therapy. The purple bag was already empty when she did this. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report of a use error, reuse of single-use product was confirmed; however a cause as to why the patient didn't follow proper steps could not be determined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.